Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device was received with cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump case was cracked. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.